Event description:
During a literature review, an article[1] was identified in which a pulmonary vein isolation procedure was aborted due to the guidewire included with the torflex transseptal guiding sheath becoming entrapped within the patient's mitral valve apparatus. After transseptal access was achieved, the transseptal puncture device was exchanged for the 0.032" guidewire within the 8.5 french torflex transseptal guiding sheath. During the advancement of the guidewire into the left atrium, it was inadvertently advanced across the mitral valve and into the left ventricle where it interacted with the mitral valve apparatus and became knotted. The knot was released using a balloon catheter from another manufacturer. The remainder of the procedure was aborted given the length of time under general anesthesia, radiation exposure and the late hour. Final tee images showed no change in mitral regurgitation compared to the pre-operative study. The patient had no further complications and was discharged in stable condition the following day. [1] ambrus, d. B., iribarne, a., coylewright, m., hoffer, e. K., & zeitler, e. P. (2020). A difficult entanglement: guidewire entrapment within the sub-mitral apparatus following trans-septal access. Heartrhythm case reports.